Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection noted the 29 mm valve holder was received detached from the valve. The valve was discolored showing evidence of blood contact. All suture tips were smooth, indicating they were cut. The rotor was intact. The tips of the sutures that remain attached to the rotor show the same smooth surface. Due to the receipt condition with the valve holder detached, a detailed observation cannot be made to determine the possible cause of difficulty to release. However, as stated in the event description, ¿a valve stent was either deflected or deformed, so the physician elected to explant the valve and another mosaic of the same size (27mm) was implanted.¿, a patient prosthesis mismatch, resulting with stent deflection or deformation, may have contributed to the level of difficulty. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A complaint assessment for mosaic mitral holder was performed in the last four years. Medtronic has not received any similar cases with regarding difficult to remove holder due to possible oversizing. A thorough review of the clinical observation and returned product did not identify any inconsistency of the mitral holder that directly contributed to the difficulty to release. Medtronic will continue to monitor field performance for similar events should they occur.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve to replace the tricuspid valve, there was difficulty releasing the valve from the cinch holder after the valve had been sutured into place. The physician cut the suture of cinch holder correctly and pulled the holder with a forceps, but could not get the holder to release. A valve stent was either deflected or deformed, so the physician elected to explant the valve and another valve of the same size (27mm) and model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve holder was received detached from the valve. The valve holder was open and intact. There was no evidence of damage on the valve holder or rotor. Under magnification, the tips of the sutures were observed. The suture tips were smooth, indicating they were cut. The rotor was intact. The tips of the sutures that remained attached to the rotor showed the same smooth surface. Due to the receipt condition with the valve holder detached, a detailed observation could not be made to determine the possible cause of difficulty to release. The investigation is in progress; a supplemental report will be filed when the investigation is completed. (B)(4).